Event description:
I noticed a small wet spot on the patient bed and blanket. I checked all the lines to make sure everything was connected. Looking at the tubing line for the tpn, I noticed two small punctures on the tubing where the tpn was leaking from. Md notified and aware of situation. Tubing to tpn line changed and examined before and after restarting tpn. Manufacturer response for IV tubing, IV tubing (per site reporter). Ongoing issue.